Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and heavily calcified mid left anterior descending artery. The physician advanced the 2.0x15mm apex otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 12atms for thirty seconds. On the second inflation, the balloon was inflated to 12atms for twenty-one seconds and the balloon ruptured. The balloon was removed intact. There were no patient complications. The procedure was successfully completed with a 2.0x15mm quantum maverick balloon and the deployment of a 2.25x8mm and three 2.25x20mm taxus express2 atom stents. Patient status is reported as "ok".

Manufacturer narrative:
(B)(4).